Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. There is no indication that the damaged cable caused or contributed to the patient death as the patient was in asystole, a non-shockable rhythm, at the time of passing. No sustained tachyarrhymias were detected prior to passing. The root cause for the strained cable was excessive force. There is no indication that the damaged cable caused or contributed to the patient death. Per the downloaded software flag files, there's no indication that the electrode belt damage occured prior to the patient death. The patient went into bradycardia and asystole which are considered non-shockable rhythms.

Event description:
While evaluating electrode belt sn (B)(4) which was last used by a patient who passed away while wearing the lifevest, a reportable problem was found. The cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief. There is no indication that the damaged cable contributed to the patient death as the patient went into bradycardia and asystole, non-shockable rhythms leading up to the death.